Event description:
Patient underwent a total abdominal hysterectomy ls1120. The uterus was medium to large in size with fibroids. Ligasure was used to take all the vascular pedicles and ligamentous structures. The surgeon inspected the ligasure seals for hemostasis before closing the abdominal incision and determined that hemostasis had been achieved. Later that afternoon, the patient had to be brought back to the or as she had bleeding. The patient had lost 3 a1/2 liters of blood which had to be evacuated from the surgical site when her abdominal incision was re-opened/brough back to the or. Once the hemorrhage was evacuated, the surgeon indicated that the uterine vessel on the patient's right side was still bleeding. Hemostasis was subsequently achieved through traditional means (not with device).